Manufacturer narrative:
Continuation of d11: product ID 37602 lot# serial# (B)(6) implanted: (B)(6) 2017 product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) that prior to the already reported events happening, he had fallen. Patient services asked date and pt stated he "wasn't sure" but believed that this happened in "june or july," but again was not sure. Patient met with a manufacturing representative and upon checking the device, the rep did not see anything abnormal with the system and everything checked out ok. Pt stated he then spoke with the surgeon who thought that it may be something with the electrodes or a shift in the leads. Pt stated that even with both implants shut off, he still from time to time experiences these 'shocking/tingling sensations' that "hits me pretty hard and can cause me to jerk the steering wheel" so he no longer can drive at this point until the healthcare provider figures out what is going on. Pt stated that even while speaking with patient services on the call, he brushed his stomach and felt the tingling sensation go through his stomach and down his leg, his toe started twitching, and he started shaking a bit and that's with everything turned down to 0v and shut off. Tech services advised that pt should monitor when this happens to potentially find a pattern and then speak with the hcp who may direct the pt to a different dr as this does not appear to be anything to do with the dbs now that it is off and the shocking/tingling is still happening. Pt added that he may be developing "parkinson's dementia," but that is still not confirmed yet. Pt stated that he would like to use his devices to improve his quality of life.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported ¿over some time¿ they developed ¿restless leg¿ symptoms at night if the stimulator was left on. The sensation would ¿go down their arms, leg, and feet.¿ more recently the consumer noticed that in addition to the restless leg symptoms, when they would raise their arms they would ¿notice a twinge or a shock.¿ over the last two this had gotten worse and now when they raise their arm their ¿battery would reboot, and they would get multiple shocks.¿ the consume even felt the sensation in his ¿fillings in his teeth.¿ the consumer was redirected to their healthcare provider (hcp) in order to have the system checked.